Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and failed auto test in all three vectors. The device was programmed off and the patient was placed on a life vest awaiting the advance care. Currently, this s-ICD system remains in service and there were no additional adverse patient effects reported.